Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the scs kept on shocking the patient. The patient underwent an explant procedure. No further information could be obtained.